Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI:(B)(4). Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, it was observed that two anchors look broken at the distal end of the device. The suture of one of the devices is visible and doesn¿t appear to have any damage. The product label which contains the product code and the lot number for the device was observed on the photo, these numbers were verified, and they are correct. A manufacturing record evaluation was performed for the finished device lot number: 182l143, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint was confirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. The photo does not provide enough evidence to determine root cause. Without physical evaluation of the devices reported, we cannot establish a root cause for the issue experienced by the customer. The possible root cause can be associated with such handling of the device or product interaction before procedure. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in china that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that a 4.75 healix advance kntlss br anchor with a 4.5 healix advance br w/ocord anchor device was broken off, removed all the broken parts. Changed another one to continue the surgery, the same problem happened again. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the deployer does not show structural anomalies, also the anchor was broken at the distal end; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 182l143, and no nonconformances were identified. The possible root cause can be associated with off axis insertion and levering during insertion. However, it cannot be conclusively affirmed. As per IFU, inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.